Event description:
It was reported that the spring loaded ring prong on the aiming arm was broken and would not hold trochanteric nails tightly.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on supplemental MDR. Subject device has been received and evaluated. The device history record (DHR) was examined to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the mfg that would contribute to this complaint. The subject device clearly showed visible signs of wear and tear when received. A function test conducted and the device was functional as required. No mfg related fault could be detected.